Event description:
Customer states the use by date on the aviva test strips vial label is 2009; MFR's batch record confirmed the actual use by date to be 07/31/2007. No adverse event reported. Requested return of product, replacement sent.